Event description:
Account compounds antibiotic, fills syringe and then freezes it. Syringe can be frozen from 1 to 7 days. When required, syringe is sent immediately to hospital. Leakage past the first rib of the stopper was noticed. Medication appeared to be crystallized.